Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture, injury. Concomitant medical products: left-mentor memorygel, 600cc silicone breast implant, catalog #:3507600bc lot#: 241056. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel, 600cc silicone breast implants which the right side ruptured after implantation. Patient states she was passenger in a motor vehicle accident on (B)(6) 2019, went to emergency room (ER) and had ultrasound and MRI. The issue of rupture and capsular contracture was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.